Event description:
A patient had their ventral hernia repaired on (B)(4) 2009, via an open approach using a surgimesh xb e-1522 mesh. During recovery the patient gagged and/or had a coughing fit and felt pain afterwards at the site of the hernia repair. Subsequently the hernia recurred and on (B)(6) 2010, it was re-operated on to fix the recurrence. The surgimesh xb (B)(4) was replaced with a new mesh device. The patient recovered without incident.